Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had scratches on the screen and hardly read the screen. The customer¿s blood glucose was 145 mg/dl at the time of incident. Customer stated they could hardly see the characters but the insulin pump worked great and he could still see the image on the screen when they turns the light on. Customer stated it was more scratched than dim. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with no missing segments or partial display noted during testing. Insulin pump received with minor scratches on display window noted.